Event description:
When closing a fistula with x-tack the team cinched the fistula closed. The cinch that was used deployed and the metal rod in the cinch handle broke. The staff was unable to pull the cinch out of the scope. The team took the old scope back and got a new one to finish the case.